Event description:
It was reported that, the patient had a primary bha in 1988. 25 years later, the uh1 bipolar cup was migrated and dissociated from the head. Therefore, she had a 1st revision to replace the head and uh1.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding disassociation and wear involving a uh1 bipolar head was reported. The event was confirmed. Method and results: device evaluation and results: the returned uh1 bipolar head and metal head were returned disassociated. The uh1 had significant wear on the rim of the bearing insert. Medical records received and evaluation: not performed as no records were provided for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that after approximately 23 years in vivo, wear of the component is expected.

Event description:
It was reported that, the patient had a primary bha in 1988. 25 years later, the uh1 bipolar cup was migrated and dissociated from the head. Therefore, she had a 1st revision to replace the head and uh1.